Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. (B)(4) - the reported event: patient may have been shocked during use. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found minor scratches on the cover and sides of the machine as well as sticker residue on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly, and all connections were confirmed to be in proper working order. The unit passed the endostat ii return evaluation procedure, but output in all monopolar modes was towards the higher end of specification. Therefore, the unit was calibrated. The condition of the returned device was not consistent with the complaint that the "patient may have been shocked during use." Had a connector been loose, the resultant intermittent or poor connection may have resulted in the generation of low-frequency current components, which can cause muscle stimulation. However, all internal and external connections were checked and found to function properly; the complaint was not confirmed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00556 and 3005099803-2011-00557 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, a sensation polypectomy snare, and an active cord were used during a colonoscopy procedure performed on (B)(4) 2011. According to the complainant, the unit was in the monopolar "coag" mode set at 20 watts. During power delivery, the patient's leg began to abruptly thrust forward; the account suspected he was being shocked. An entirely different procedure set was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-00556 and 3005099803-2011-00557 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, a sensation polypectomy snare, and an active cord were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the unit was in the monopolar "coag" mode set at 20 watts. During power delivery, the patient's leg began to abruptly thrust forward; the account suspected he was being shocked. An entirely different procedure set was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.